Manufacturer narrative:
The actual device was discarded at the hospital, an unused device of the same lot code was returned for evaluation. The quality engineer is currently examining the returned device. A supplemental report will be filed when his investigation is completed.

Event description:
It was reported that, "during a prostatectomy, a button stuck on the device. It was not the cut or coagulation stitch, but may have been the suction or irrigation button. No patient was reported. The procedure was not altered and was completed without incident."